Event description:
It was observed that during the device evaluation, the subject device exhibited pixels falling out and an r-unit (charged coupled device) failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: pixels fell out due to failure of r-unit (charged coupled device) component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.